Manufacturer narrative:
(B)(4). Batch # n93d5w. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # n93d5w. Investigation summary: the device was returned with no apparent damage. The blade was intact, and no break as the customer reported. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The instrument was disassembled to inspect the internal components and the electrical traces of the hand control buttons were found to be damaged. This resulted in the hand control buttons to be nonfunctional. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.